Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power and there was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2017 with the following findings: review of the black box data revealed records of power on reset. There was corrosion inside the battery compartment. On examination, the battery compartment was confirmed to be cracked. Leak testing revealed moisture ingress at the site of the battery compartment crack. The pump powered on and was exercised for 24 hours without any interruption in power. There was no evidence of moisture inside the pump. Investigation confirmed the alleged damage but did not duplicate a power issue. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.